Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh has become aware of the customer complaint indicating inadequate condition of the linear ceiling lift rail, installed under the swimming pool. The ceiling installation rail involved in this complaint is a linear kwicktrak system consisting of 4 tracks, supported by 4 bracket points. Following the sequence of events reported by the customer, the mobility coach was standing at the edge of the pool and lost his balance. During the fall, he was reported to catch the ceiling lift spreader bar, attached on the involved installation rail. As a consequence of that, it was stated that the ceiling lift was set in motion with a high speed and moved along the rail. Upon that impact, one of four fixed track slid out from the support bracket, subsequently causing the opening between the tracks. The ceiling lift was reported to slid through this opening and fall down. No impact or consequence to the coach was reported. No patient was involved.

Manufacturer narrative:
The investigation was conducted based on information collected. Arjohuntleigh has become aware of the customer complaint indicating inadequate condition of the linear ceiling lift rail, installed above the swimming pool. The ceiling installation system involved in this complaint is a linear kwiktrack consisting of 4 track rails, supported by 4 bracket points inserted to the installation hardware system. When reviewing similar reportable events for track installation systems, we have found (B)(4) cases within last 5 years regarding the issue where the fixed track moved out of its supporting bracket. The occurrence rate for complaints with this failure is very low. As per system design, the kwiktrak rail is connected and supported to the hardware installation structure, inserted above the ceiling plate, by kwiktrack bracket attachments. Following the track installation guide (001-11161-en) that provide technical information about the system assembly, the end of the kwiktrak rails shall be aligned exactly in the middle of the bracket wings. This means that one bracket support two end of tracks. In order to keep the two rails sections joined together (lengthwise), on the upper part of the track ends, the kwiktrak block joints are installed. In order to ensure that both rails sections are kept well-aligned, on bottom grooves of the track the spring pin (part no. 000.00810) shall be installed. During a course of the investigation, it was found that there was no spring pin component (part # 000.00810) installed in the bottom section of the track at the join. This component provide a smooth running surface in the rail. In this particular complaint, there has been used 2-functions (up/down function) maxi sky 600 ceiling lift model. It means that the left-right movement was not motorized. Such missing spring pin component shall be therefore easily detectable by the customer staff while moving the ceiling device along the track. The involved installation rail is serviced by a 3rd party company. The service records are therefore unavailable. Despite our best effort, due to limited information obtained during the investigation process, we are unable to unambiguously state whether significant deflection in the rail has been there originally, from the result of the initial installation or whether the installation check performed by a third company was made incorrectly. Nevertheless, it should be pointed out that the instructions for use of the device presents inspection and preventive maintenance checks, which would prevent the progressive from going unnoticed. Therefore, it can be concluded that the installation was not properly inspected and maintained as per the instructions for use of the device. Moreover, taking into account that one installation component was found to be missing (spring pin) and there was no technical malfunction of the track rails connection parts, it also support the statement of incorrect maintenance procedure for that particular installation rail. In conclusion, our evaluation appears to point that maintenance of the track might has been performed inadequately. It appears most likely that if the correct procedure of installation inspection would have been followed, the event would have been avoided. In summary, despite the track system was not being for treatment a patient at the time of the event, it played a role in the reportable incident. Following the above findings, the spring pin on bottom grooves of the track was missing and from that perspective, it appears the device was not up to specification at the time of the incident.

Event description:
From the sequence of events reported, it was mentioned that while the mobility coach was standing at the edge of the swimming pool, he lost his body weight balance and fell towards the pool. During the fall, he reported to have caught the spreader bar of the maxi sky 600 ceiling lift that was attached on the involved installation rail. As a consequence of that, it was stated that the ceiling lift was set in motion along the rail with a high speed. Due to the resulting impact, one of the four fixed tracks slid out from the support bracket, subsequently causing an open joint between the tracks. The maxi sky 600 ceiling lift was reported to have slid through this opening and to have fallen down. The coach fell into the swimming pool. No impact or consequence to the coach was reported. No patient was involved.